Event description:
It was reported the pt's device was removed due to infection. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).